Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after surgery, the system shut down on its own. There was no patient involvement.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was replicated. The power supply and the printed circuit board (pcb) were both replaced simultaneously, to resolve the issue. However, which replaced part resolved the issue was not determined. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2012. Based on qa assessment, the product met specifications at the time of release. The company representative replaced two different parts. As such, it remains unknown which part may have contributed to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).